Event description:
After 1+ months of implantation, this ICD was explanted because of an infection. The leads were also removed and a new ovatio was implanted a few weeks later.

Manufacturer narrative:
(B)(4) 2011, a response from the manufacturer is pending. Other text : device was not returned.

Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. (B)(4), 2011. Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.

Event description:
After 1+ months of implantation, this ICD was explanted because of an infection. The leads were also removed and a new ovation was implanted a few weeks later.